Manufacturer narrative:
(B)(4). Although requested, the device has not been received for investigation. A follow up report will be submitted with evaluation results should the device be returned.

Event description:
Customer reported a dexmedetomidine over infusion that occurred during surgery. At the beginning of the surgery, vancomycin in a 60ml syringe infused over 30 minutes with no problems. The syringe and IV set were discarded and the device was shut off after the infusion was completed. A new IV set was primed using the same syringe pump for a dexmedetomidine infusion in a 60ml syringe. The user programmed a rate of 0.2mcg/kg/hour and the device was shut off. It is not known whether the start key was selected prior to shutting off the device. When the user was ready to start the infusion, the device was turned on, the restore key was selected and the infusion was started. The entire syringe of dexmedetomidine infused over 30 minutes. The patient was still on bypass at that time, so no harm occurred; however, the patient remained on a ventilator in the picu longer than expected. The customer attributes this outcome to the over infusion. The patient is currently in stable condition. No additional patient or event details were provided by the customer.